Manufacturer narrative:
Device is not marketed in USA, however similar items are. MFR site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: there are at least 10 pcs which were complained by surgeons that the polymerization speed became slower. Facility complained of risk to patient.